Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing. This did not result in asystole. Additionally, there was a change in impedance measurements from 650-1800 ohms. The lead was explanted and insulation damage was noted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 151 mm from the terminal pin. Insulation abrasion was noted through to the rate/sense lumen 143 to 148 mm from the terminal pin. There was webbing damage between the rate/sense lumen and the empty lumen. The morphology of the insulation breach was indicative of lead-on-can contact. As a result, the clinical observations were confirmed.